Manufacturer narrative:
B5: added information regarding patient outcome. D6a: corrected implant date per additional information.

Event description:
The patient survived explant.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 41 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was also supported with extracorporeal membrane oxygenation, which served as the primary hemodynamic support device, with the impella device utilized for left ventricular unloading. During support, dark red urine was observed in the foley catheter. The issue resolved within 24 hours. The treating physicians reported that the discoloration of the urine was not suspected to be related to the impella device. Device placement was confirmed via transthoracic echocardiography. While on support, the impella cp device was operating at performance level 2 with flows of 0.7 liters per minute with dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate in the purge. The patient remains on impella support with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b. Explantation day, month and year added.